Event description:
My libre 3, sn# (B)(6) was reported not a problem but I started using this sensor on 8/14 and the results are not correct and are off by 100 from the manual blood method using test strips ex: at a time this am I registered a reading on the libre 3 of 253 the manual showed 143 and later today I am registering after lunch sugar at 183 and manual 160 but when checking if this serial number is affected it is not on the list.